Event description:
Pt having dialysis graft declot, had balloon angioplasty first, followed by angiojet. After 2-3 minutes started complaining of chest discomfort. Total time was five minutes after which pt became bradycardic and atropine had to be given. Pt's normal heart rate returned after several minutes. No further intervention was required. Pt was admitted and dialysed in the hospital.